Event description:
It was reported to philips that the device had technical vigilance alert on site of anvisa 4053 and 4065 in 2023. Specific malfunction is currently unknown, and a request has been sent out for such information. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates thatcustomer consults (B)(4) & (B)(4) no failure reported. There was no patient involvement.